Manufacturer narrative:
(B)(4). The device was evaluated and an increased intra-peritoneal volume (iipv) event was identified during the review of the event history log. There was no non-conforming product found related to the reported issue. The cause was determined to be a use error, tidal total ultra filtration (uf) removal set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. The event occurred in the therapy initiated on (B)(6) 2014 21:07:41. During night drain cycle five, the patient's ultrafiltration reading was 1946ml, indicating the home patient (hp) drained 1616ml more than their maximum programmed fill volume of 2200ml. No additional information is available.